Event description:
Reportedly, the device would not device would not discharge energy to the pt when the paddles discharge switches were pressed. The reporter stated there were no adverse affects to the pt as a result of the discrepancy. Pt outcome was not reported.